Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-12620. It was reported that the patient experienced ineffective stimulation as the system was autoreducing on one lead. Diagnostics revealed high impedances across all contacts on the t12 lead. In turn, surgical intervention was undertaken wherein both the t12 and s1 drg leads were explanted and replaced. Post-operatively, stimulation therapy was restored.